Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited cardiac compass which had invalid data. It was also noted that the right atrial (ra) lead exhibited atrial undersensing and possible oversensing in some of the electrograms (egm). The ipg and ralead remain in use. No patient complications have been reported as a result of this event.